Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the day of treatment. The clinical review revealed that based on the provided files there is no indication showing a malfunction of the device. The device settings were as per recommended cut settings. The root cause could not be identified conclusively. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that a patient presented with slightly blurry vision and trace edema in the left eye one day post corneal inlay procedure. The patient is to continue the previously prescribed topical postoperative eye drops. The patient was seen at the one week post-op visit and stated that the eyes are working well together but has double vision sometimes. The patients cornea was clear and the inlay was in good position with trace haze. The patient is to continue the previously prescribed topical postoperative eye drops. The patient was seen at the two month post-op visit and stated that vision seems pretty good but has some trouble reading in dim light which caused the patient to wear reading glasses, otherwise,the patient is able to read without correction. The patient also has some double vision at night time, kind of like glare. Distance vision is good. The patient was noted to have poor tear film and significant scatter. The patient is to increase the use of the topical steroid eye drops and increase the use of the topical artificial tear drops. Additional information requested.